Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure there was low aspiration during the irrigation and aspiration mode. The procedure was completed without product replacement. There was no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date. This is one of two occurrences.

Manufacturer narrative:
A review of the device history review indicated the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received; however, complaints of a similar nature referencing aspiration/suction issues have been received and the most likely root cause is an error during the supplier¿s manufacturing process of the blue aspiration luer on the centurion manifold. It has been that the blue luer on the manifold is not creating a complete seal resulting in air flow. (B)(4)

Manufacturer narrative:
The root cause of the customer's complaint could not be established as a sample has not been received. The root cause of this complaint was not believed to be supplier related as previously concluded because this finished goods lot did not contain the supplier lot associated with the known supplier issue. (B)(4).